Manufacturer narrative:
Medications. Acetaminophen, allopurinol, amlodipine, atenolo, centrum, claritin, clonazepam, levothyroxine sodium, losartan potassium, lutein, metformin, pravastatin, vitamin d, and warfarin. Additional devices implanted and involved: tgu282810/14648565. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore tag thoracic endoprostheses. It was reported following the implant of two conformable gore tag thoracic endoprostheses, final imaging identified a possible distal type I or type ii endoleak. An additional conformable gore tag thoracic endoprostheses was implanted to extend distally to the level of the celiac artery to treat the endoleak. It was reported final touch up ballooning was performed. However, the endoleak reportedly was still present. It was reported after the follow-up ballooning a rupture of the aorta was identified. The patient's anatomy reportedly did not contribute to the rupture of the aortic wall. It was also reported the balloon was not inflated outside of the graft. A small amount of contrast was identified outside of the aortic wall. However, the amount of blood loss is unknown. It was reported the physician implanted another conformable gore tag thoracic endoprosthesis covering the celiac artery to successfully treat the rupture. Final imaging identified the initial endoleak to be a type ii endoleak. The patient tolerated the procedure. On (B)(6) 2016, follow-up imaging identified a possible endoleak or dissection. An additional conformable gore tag thoracic endoprosthesis was implanted for proximal extension to treat possible endoleak or dissection. It was reported the endoleak was covered and appeared to be "better". However, a proximal type I endoleak was still present.

Event description:
An additional conformable gore tag thoracic endoprostheses (tgu282810/14648565) was implanted to extend distally to the level of the celiac to treat the endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.